Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00969. D10: cat #: 51-107100/tprlc 133 mp type1 pps ho 10.0/, lot #: 2711338. Cat #: 163667/ 32mm mod head cocr -6mm neck / , lot #: 505620. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient experienced a left hip dislocation approximately eleven years post implantation. No revision has been reported to date. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the femoral component with respect to the acetabular cup noted on a single image. The remaining images at the time points demonstrate normal alignment with intact hardware and bones. This complaint is confirmed based on the provided medical records. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.